Manufacturer narrative:
Initial reporter is synthes sales representative. Part 314.115, lot ft00162: release to warehouse date: september 27, 2016. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the distal tip of the device shaft (hex drive feature) was slightly stripped and worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. Due to the worn condition of the tip, device functionality was compromised. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. It is determined that the reusable instrument is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the t15 stardrive screwdriver was not retaining the screws. This occurred during a procedure. The surgeon continued on to another step while a new set was called for. The procedure was successfully completed with no surgical delay. There was no reported patient consequence reported. Concomitant device: screws (part unknown, lot unknown, quantity unknown) this report is for a t15 stardrive screwdriver. This is report 1 of 1 for (B)(4).